Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 200 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.